Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was also noted that the device was not working properly due to fluid loss. All components of the existing aus were explanted and replaced with a new aus. There were no additional patient complications.